Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be improper handling on the part of the user, as suggested by our investigators. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the forceps/irrigation plug was not disassembled, cleaned, disinfected, or sterilized. The intended procedure was a diagnostic observation. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The full name of the establishment is: (B)(6).